Event description:
A us distributor returned a monitor and reported monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the failure was isolated to corrupt programming. The root cause could not be positively identified. No adverse event resulted from the damaged monitor.